Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20735 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and temperature curve had no oscillations or overshoots. However during inflation, a kinked guidewire lumen was observed inside the balloon segment. Dissection and further inspection identified a kinked guidewire lumen inside the balloon which confirmed the difficulty with inserting the mapping catheter. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.17 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issue of the mapping catheter not advancing through the balloon catheter was confirmed through analysis and the balloon catheter failed the returned product inspection due to a kink/twist on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not advance through the balloon catheter. It appeared that the mapping catheter was being blocked at the tip of the balloon. The balloon catheter and mapping catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.